Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr evaluated the unit and could not duplicate the reported issue. However, the fsr did find a battery issue due to a third party coin cell and a damaged diaphragm. The fsr replaced the diaphragm, oxygen cell and the battery.

Event description:
It was reported that during patient use the ventilator would not deliver a breath until a severely negative pressure value was obtained. The patient was switched to an alternate ventilator as the patient had increased work of breathing.